Event description:
Reporter alleged he obtained a result of 240 mg/dl on advantage system with expired strips. Reporter stated that within 10 minutes, he tested while using new strips, and a result of 60 mg/dl was obtained. Reporter stated his coworkers treated him with soda, candy, and called the emts. Reporter stated that the emts obtained a result of 74 mg/dl and did not provide any more treatment. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.